Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
A patient contacted our office and indicated she had experienced an allergic reaction to the desensitizer. The reaction first occurred on (B)(6) with the patient reporting a small ulcer on the inside of her lip which took 2 weeks to go away completely. After 2 weeks off, the patient whitened again and used the desensitizer. The patient lips swelled after the first night of resuming the whitening. The patient stopped again. It took almost another 2 weeks for the symptoms to subside again. The patient read the allergy warning that is included with the desensitizer instruction for use and thought that was the cause. The patient was advised to discontinue all use of the desensitizer indefinitely.